Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements greater than 200 ohms. Boston scientific technical services (ts) provided guidance that this lead needs to be revised. Evidence is suggestive that this lead remains in-service at this time. No adverse patient effects were reported.